Event description:
The customer contacted beckman coulter inc, (bci) regarding elevated accutni (troponin) result in the risk stratification range for two patients. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument using different methodology and the results were within the normal reference range. The initial results were not reported outside the laboratory. The customer sent the patient samples to bci customer product line support (cpls) for further investigation. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Service was not dispatched to investigate the event. The customer indicated that the error only occurred on only two patients. A bci field service engineer (fse) did not investigate the event. The samples were sent for to bci customer product line support (cpls) for further investigation. Cpls tested samples from these patients/ customer's results were reproduced and no heterophile/interference was identified. A definitive root cause could not be determined for this event. This is one of two separate MDR reports related to two patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-06006, 06007 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.